Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope had a pierced sheath. Issue found during reprocessing. Upon inspection and evaluation, a whitish foreign material was found inside the air/water tube and air/water-cylinder. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being sent to provide information based on the legal manufacturer's investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reported issue ¿pierced sheath¿ was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. A definitive root cause for this issue was not established of the foreign material remaining in the device. We could not identify the foreign material from the obtained information. We could not specify the cause of the foreign material remaining in the device. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from the bending section. The suggested events are detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) in addition, the following non-reportable malfunctions were found during the device evaluation: grip has a scratch, switch box has a scratch, air/water-cylinder has no color, suction-cylinder has no color, electrical-connector has corrosion due to water leakage, due to a cut on bending section, water tightness is lost, adhesives around objective lens has white-clouded area, adhesives around light guide lens has white-clouded area, connecting tube has a buckling, and universal cord has a scratch. Olympus will continue to monitor field performance for this device.